Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Investigation results: nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Customer not returning. Product not received at investigation site. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a waveone gold reciprocating file primary 25mm file broke during use. The broken part was not retrieved and was incorporated into the fill. No injury.